Event description:
It was reported that the lens vial was only half full of liquid. The lens was not used.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
The lens and lens vial were returned. The lens was in a dried condition and positioned correctly in the lens vial. Particulates, saline dendrites, dried solution and white crystal-like particles were visible on the optic and haptics. The lens was not damaged. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The vial cap septum is damaged. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damage cannot be determined.